Event description:
A customer reported that the equipment's joystick presented problems during the procedure; the bed did not remain in the position where the doctor wanted it. The bed was reported to have come down missing the set focus. The pressure was noted to have been completed with the same equipment, after a delay. There was no reported harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).